Manufacturer narrative:
The device was not returned so the complaint could not be confirmed. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested. The device was the same balloon diameter as the complaint catheter, but a different catalog and lot number. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter balloon did not burst until 10 atm, which is double the labeled rated burst pressure of 5 atm. No additional investigation can be performed due to the lack of information. No root cause established as the complaint could not be confirmed. Duplication of the issue required the balloon to be taken to double the labeled rated burst pressure. Additional questions were sent to the user facility / distributor, but no additional information was received.

Event description:
As per the user facility / distributor - team members reported the balloon tip ruptured during the procedure and broke off. The patient had to receive an additional procedure to remove the foreign pieces.